Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 41 mg/dl. Customer¿s current blood glucose level was 47 mg/dl. Customer also stated that they not felt well, he gave himself bolus then his blood glucose went to 254 mg/dl. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food and glucose tablets. The customer was not using auto mode feature at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer was no longer allege insulin pump was over delivering. Customer was not trained for the insulin pump and he was unsure if the setting were correct or might need to tweaked. Customer was advised to call healthcare professional or call emergency medical service if he still felt any symptoms of low. The insulin pump was not returned for analysis.